Event description:
The spigot has snapped off of the size 6 paragon broach whilst the surgeon was broaching the patient's femur. To remove the broach, the surgeon used hospital orthopaedic instruments such as pliers and waited for the bone to relax. No bone removal was required to remove the broach. Event caused a surgical delay between 41-60 mins.

Manufacturer narrative:
The spigot has snapped off of the size 6 paragon broach whilst the surgeon was broaching the patient's femur. To remove the broach, the surgeon used hospital orthopaedic instruments such as pliers and waited for the bone to relax. No bone removal was required to remove the broach. Event caused a surgical delay between 41-60 mins. As a result of this event, the affected paragon broach will be replaced with a brand new set. Additionally, a corrective and preventive action (CAPA) has been raised by the manufacturer to address this issue and prevent its recurrence. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
The spigot has snapped off of the size 6 paragon broach whilst the surgeon was broaching the patient's femur. To remove the broach, the surgeon used hospital orthopaedic instruments such as pliers and waited for the bone to relax. No bone removal was required to remove the broach. Event caused a surgical delay between 41-60 mins. As a result of this event, the affected paragon broach will be replaced with a brand new set. Additionally, a corrective and preventive action (CAPA) has been raised by the manufacturer to address this issue and prevent its recurrence. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The spigot has snapped off of the size 6 paragon broach whilst the surgeon was broaching the patient's femur. To remove the broach, the surgeon used hospital orthopaedic instruments such as pliers and waited for the bone to relax. No bone removal was required to remove the broach. Event caused a surgical delay between 41-60 mins.